Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump alarmed helium tank low or empty" is confirmed. Although, the root cause of the component damage is undetermined the u20 and u49 components were found damaged, and as a result, the pump alarmed "helium tank low or empty" and "battery is inoperative" immediately during start-up. This will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time.

Event description:
It has been reported that during use on a patient, the pump is having problems not showing the helium value even if the canister is full. As a result, the therapy has been delivered using another iabp. No reported patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during use on a patient, the pump is having problems not showing the helium value even if the canister is full. As a result, the therapy has been delivered using another iabp. No reported patient complications.